Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was not provided. Reportedly, the customer changed out the infusion set and declined to perform troubleshooting with tandem technical support.